Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) gas leak. Users swapped out console to continue treatment without issue. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue.the fse could not replicate the issue. The fse found "fill fail - dead volume timeout" in the logs. The unit also failed the third part of the all manifold test. The fse replaced the patient interface module (pim) as a precaution. The unit passed all safety and functional tests and was returned to the customer for clinical use./the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj./the failure analysis and testing dept. Received the following parts associated with this complaint:pneumatic module assembly, rohs./part was received with a reported failure of a gas leak and the all manifold test./the fat performed a visual inspection and found the part to be in good condition./the fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual./no failure confirmed on the pim.